Manufacturer narrative:
A philips technical consultant (tc) contacted the customer biomed. In question was paused at the overview. The tc found that while the condition persisted, the alarm was paused for 3 minutes. During those 3 minutes, the clinician expected an audio alarm. The pic ix system was preforming expected behavior. Biomed and tc connected a patient simulator to a bedside monitor in stepdown 18. Each alarm was audible, visible, and showed in alarm review. Based on the information available and the testing conducted, the cause of the reported problem was related to the clinician misunderstanding of the alarm function. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that they recently had an update, and there is an issue with critical alarms; they would be set and they just turn off, and they want critical alarms to be configured to stay on at all the times. The customer biomedical engineer (biomed) reported the red alarms for all patients are not being displayed on host telesurv1, telesurv2 and telesurv3 located in the central monitoring unit. The issue started around (B)(6) 2025; staff can still monitor patients at the pic ix station. The device was in clinical user at the time the issue was discovered. There was no adverse event or patient harm reported.